Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, when surgeon tried to clamp the cystic the clips didn't close. He tried three times. Unknown how case was completed. There were no adverse consequences for the patient.